Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the evis exera iii gastrointestinal videoscope was cultured after being returned from olympus after the last positive culture repair and was still found to be contaminated. The device was not used on the patient after repair at olympus. The channel tested positive for one (1) colony forming unit (cfu) of stenotrophomonas maltophilia. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. This complaint is related to patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on third party test results, the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a relation between the reported event and the device could not be determined. Per the reported event, the user culture re-tested the device after reprocessing and the test results were 1cfu/10ml stenotrophomonas maltophilia. However, when olympus culture tested the device after reprocessing, in accordance with instructions for use, (IFU) and the test results confirmed the following: biopsy channel: 0cfu, air/water channel: 0cfu, distal end: negative. The subject device was evaluated where nonconformity, including abnormality or leakage of the channels was not conformed from the device. The reprocessing procedure at the facility is was not shared despite multiple good faith attempts. The root cause of the suggested event could not be identified. The event can be detected/prevented by following the instructions for use which state: "important information ¿ please read before use". "Warning an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.